Event description:
It was reported that the patient presented to the hospital after receiving multiple appropriate hv therapies. The device was found to be in back-up vvi mode due to extensive charging for therapy. Tachy therapy was disabled. Due to the patients other health issues, the device will not be explanted. The patients condition was good.